Manufacturer narrative:
A4 weight is unknown. A5 ethnicity is unknown. A6 race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary - purge pressure high: the signatures noted in data logs indicate that the rise in purge pressure correlated with a biomaterial ingestion event. Though the purge pressure did begin to trend back down shortly after a cassette change, it wasn't an immediate resolution after the swap and the resolution had a similar gradual nature to the rise. Therefore, the cause of the high purge pressure was determined to most likely be a biomaterial ingestion event. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the purge cassette.

Event description:
The complainant reported that during impella cp support, high purge pressure and low purge flow were observed. A purge cassette exchange was performed, and purge values subsequently returned to within expected ranges. The device continued to provide support without further issues. Review of device data logs confirmed a high purge pressure event. The event was preceded by an increase in motor current and deviation in motor signal, followed by a rise in purge pressure. The purge pressure was observed to gradually decrease following the purge cassette exchange. Based on investigation findings, the observed purge pressure increase correlated with a biomaterial ingestion event associated with the pump. No defect was identified with the purge cassette. The device was subsequently weaned and explanted. The explant was not considered premature and was unrelated to the reported event. The patient¿s outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.